Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient's parent provided the following cgm/bg values; cgm 254 mg/dl, bg 195 mg/dl; and cgm 190 mg/dl, bg 319 mg/dl. It was reported the pediatric patient was sleeping and 'can¿t feel high bg' (presumed to mean hyper-unaware). The patient¿s mother injected the patient with insulin 1 unit (flasp) and the patient¿s bg post-insulin was 150 mg/dl; however, the cgm displayed low. The parent subsequently removed the sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.